Event description:
Edwards received notification of a sapien m3 procedure in mitral position where intra-procedural pvl (paravalvular) leak occurred at the mc (medial commissure). Noted was com-com size and mac (mitral annular calcification). A plug was placed at the mc. Procedure was completed, and pvl was reduced from mild+ to trace.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI number: (B)(4).